Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the blender was leaking. Fsr repaired the o2 fitting on the blender and performed pressure transducer calibration, pneumatics function and calibrated ddi. All tests were ok. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100 a ventilator will not pressurize. At this time, there is no information regarding patient involvement associated with the reported event.